Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. The device failed for earth leakage testing. The evaluation concluded that the cause of the failed earth leakage testing was the pump assembly due to fluid intrusion. The device was scrapped. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.